Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump battery was depleting quickly. Reportedly, the pump unexpectedly reset. Customer reverted to manual injections for insulin therapy. The customers blood glucose level was 250 mg/dl.